Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at approximately 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.